Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalized high readings and button error from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer stated that she went to the hospital because her insulin and meter was stolen. The customer mentioned that the buttons were no longer working. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.